Manufacturer narrative:
The investigation into the delivery issue has been completed. The impella pump was returned for investigation. The clinical details provided were sufficient to determine the cause. The root cause of the delivery issues were due to a complex patient anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was going to be on an impella 2.5 for mechanical circulatory support. It was reported that the physician was unable to implant the pump, it was damaged due to the patient's anatomy. The device was removed and replaced with another 2.5. No further information is available.